Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. As of this time, this s-ICD remains in service. No adverse patient effects were reported.